Event description:
It was reported that an animal underwent a surgical procedure for cataracts on (B)(6) 2014 and suture was used. The suture broke post op.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.